Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that intra-op, the tap broke when the physician was inserting the pain the pedicle by the normal technique. No fragment of the product remained inside the patient. The product came in contact with the patient. Patient complications were reported as unknown. Updates received on (B)(6) 2015: there were no patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visually and dimensionally confirmed the instrument is broken at the base of the radius near the 70mm mark. No surface defect identified that could contribute to crack propagation. Dimensional inspection of the relevant dimensions, as well as the instrument hardness were inspected and found to be within print specification. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue, with river lines and shear lips, consistent with bend stress overload. Conclusion: the above observations are consistent with bend stress overload.